Event description:
It was reported that during an afib ¿ paroxysmal procedure, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems. It was hard for physician to interpret the both bs ecgs and all ic recordings in spite of the presence of noise.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during an afib ¿ paroxysmal procedure, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems. It was hard for physician to interpret the both bs ecgs and all ic recordings in spite of the presence of noise. Reconnecting the power cable of the bard system to the power outlet where carto was connected resolved the issue. The history of customer complaints associated with this specific system was reviewed, there was not any additional complaint related to the reported issue, so the system was in order, and apparently bard technician reconnected the bard power cable to the other electrical outlet. To avoid bs ecgs and all ic (intracardial) noises, carto cart and ep recording system should be connected to the same electrical outlet and that¿s what they did for resolving the noise issue. The device history record review was performed. No anomalies were noted in manufacturing or service of this device.